Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions. "

Event description:
It was reported that the patient underwent a total knee arthroplasty on (B)(6) 2004. Subsequently, the patient was revised on (B)(6) 2014 due to tibial subsidence. The tibial tray, tibial bearing and stem were removed and replaced.